Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up information received on 06-oct-2015: this case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting which took place in september 2015 (FDA-2014-n-0736-1434). The consumer stated she had essure inserted in (B)(6) 2004 (discrepant information provided) after having twins. She reported that no longer after her problems started; first thing she noticed was her periods; it went from having light periods to heavy painful periods with clot. She stated that she was in pain all the time, and was diagnosed with fibromyalgia. She was also having bad mood swings, and the intercourse became very painful; her hair was falling out, she had a discharge so bad that she had to wear panty liners every day. On several occasions she would have to go to the ER after intercourse because of the pain, she looked like she was six months pregnant. Company causality comment: this non-medically confirmed, spontaneous and potential legal case report refers to a female consumer who had essure (ess205) (fallopian tube occlusion insert) inserted and intercourse became very painful. She underwent a hysterectomy approximately 10 years after essure insertion. This event was considered serious due to medical importance and is listed in the reference safety information for essure. Pelvic pain and dyspareunia may occur after essure insertion. Therefore, given the nature of this event and in the lack of a plausible alternative explanation, causality with essure cannot be excluded. This case was initially reported with limited information, and the consumer reported she had problems with essure. Upon receipt of follow-up information, these problems were further specified, therefore the event problems with essure was deleted. Non-serious events were also reported. This case was regarded as incident since a hysterectomy was performed. Product technical complaint (ptc) analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.

Event description:
This is a spontaneous case report received from a consumer in united states on (B)(6) 2015 which refers to herself. She is a (B)(6) female consumer who had essure ((B)(4)) (fallopian tube occlusion insert) inserted in 2005. Consumer reported that she had a problem with essure birth control. She has to have a hysterectomy. Ptc investigation result was received on (B)(4) 2015 and follow-up was received on (B)(4) 2014. The required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. This adverse event report is related to a product technical complaint (ptc). The (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se and is considered not assessable by the company. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up (B)(4) 2015: case upgraded to incident. Follow up information received from the consumer. Consumer reported that she was mother of four and after having twins she did not want anymore children. She was told of essure, no down time or side effects. Essure was placed in (B)(6) 2005 and had a hysterectomy on (B)(6) 2015. She was (B)(6) and now dealing with menopause and the few that passed. She passed of compilations of having essure removed. This case was marked as a potential legal case. Ptc investigation result was received on (B)(4) 2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event is not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous and potential legal case report refers to a female consumer who had essure ((B)(4)) (fallopian tube occlusion insert) inserted and she had problem with essure. This event was considered serious due to medical importance and unlisted in the reference safety information for essure. This case was reported with limited information. It was not specified what type of problem the consumer experienced. Based on the information provided, a causal relationship between this event and suspect insert cannot be totally excluded. This case was upgraded to incident since a hysterectomy was performed. Product technical complaint (ptc) analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. No further information is expected.